Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in an endovascular treatment. 6 endoanchors were also implanted prophylactically during this procedure. It was reported during this procedure, an unscheduled thrombolysis and/or thrombectomy had been performed. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.